Manufacturer narrative:
(B)(4). D10: m2a-magnum mod hd sz 46 mm, item: 157446, lot: 880780. Taperloc por lat fmrl 6.0x132, item: 11-103201, lot: 232410. M2a-magnum 42-50 tpr insrt std, item: 139256, lot: 464380. G2: foreign ¿ canada. The customer indicated that the device remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient is experiencing metal-related pathologies approximately sixteen (16) years post-implantation. No medical intervention has been reported to date. Follow-ups to gather additional information are currently in process.